Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) hospital. Due to character restrictions in block e1 address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during weekly routine equipment inspection during startup test run, the cs100 intra-aortic balloon pump (iabp) had a loop leak alarm occur. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse confirmed that the fault came from the safety disk. The machine has been out of service and the customer has decided not to repair it.